Manufacturer narrative:
Evaluation summary: the investigation revealed a partially deployed device that had its thumb advancer/ delivery tube distally deployed, slitting the exchange tube normally in the process, then retracted back to the start position. During examination, an attempt at vessel locator deployment and the start and completion of "step 3", thumb advancer/delivery tube deployment, was successful with the vessel locator holding its deployed position. Further inspection of the device was carried out and no damage, abnormal observation, defect or malfunction was detected. The root cause for the complaint could not be determined and the review of the lot build device history record did not produce any information that was relevant to this complaint or report. A CAPA has been opened to address the complaint of premature collapse of the vessel locator wings.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. Reportedly, the vessel locator popped back up and disengaged. Hemostasis was achieved with manual compression. There were no patient adverse events or effects. No additional information is available.